Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to run testing) has been confirmed. Upon investigation the monitor was resetting during testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q10 and q13 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.